Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked from the bottom. Reportedly, the customer filled the syringe to about the 5ml mark or little below that mark. However, the customer does not think the cartridge was overfilled. The customer was able to load a new cartridge. There was no impact to the customer's blood glucose level.